Event description:
It was reported the customer was recently released from the intensive care unit. The customer's wife also reported her husband had received a battery out limit on his insulin pump. Customer's blood glucose was 240 mg/dl. The customer was assisted with clearing the alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).reference manufacturer report number: 2032227-2014-38949.